Event description:
It was reported that the patient contacted the ventricular assist device (vad) coordinator stating that he had "hematuria and multiple high watt alarms." The patient was admitted to the hospital and started on heparin. A preliminary evaluation of the log files showed a gradual increase in watts since (B)(6) 2014. The vad coordinator stated that the patient's lactate dehydrogenase (ldh) and creatinine continued to rise over the previous two weeks "without resolve of [the] thrombus." The patient was started on an integrilin drip on (B)(6) 2014. The treating surgeon evaluated the labs and decided to exchange the pump due to a thrombus. The pump was exchanged via a left thoracotomy on (B)(6) 2014. The device will be returned to the manufacturer for evaluation. There is not further information at this time.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0).

Manufacturer narrative:
Pump (B)(4) was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed an increase in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to scratches on the inferior surface of the impeller and lower housing ceramic surface. Pathological examination revealed a material consistent with thrombus. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Clinical factors that may have contributed to the patient outcome include the patient's past medical history, comorbidities, and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.